Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed a black particle inside the dialyzer blood connector. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The identification of the type of particle and the potential origin was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital . Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a "foreign body" was observed in the blood port screwed connector of a polyflux 17l before use. There was no patient involvement. No additional information is available.